Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Method: device history record review.

Event description:
A stent placement was completed. After the procedure, the pt became ill and urgent treatment was performed. The pt passed away. The pt had one (1) to three (3) months to live at the time of the stent placement. The disease name is unk. The incident happened in (B)(6).